Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00288 on 07-nov-2023. Additional information (20-nov-2023): in addition to the service action mentioned in the initial report, the siemens customer service engineer (cse) also performed troubleshooting on the sample mixer. Siemens also concluded that since the quality control (qc) recovery was within expected ranges and repeat results were obtained from the same reagent pack, there was no evidence of a reagent issue. The cause of the falsely depressed enzymatic creatinine_2 (ecre_2) results is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
Falsely depressed enzymatic creatinine_2 (ecre_2) results were obtained on 2 patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on the original atellica ch 930 analyzer. The repeat results recovered higher than the erroneous results. The higher repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely depressed enzymatic creatinine_2 (ecre_2) results were obtained on 2 patient samples on an atellica ch 930 analyzer. Quality control (qc) was valid when the samples were processed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the dilution probe and dilution cuvettes and reaction cuvettes. The cause of the falsely depressed ecre_2 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.